Event description:
It was reported the customer experienced high blood glucose levels. Customer went through troubleshooting and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplementalform will be submitted.